Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was aborted.

Event description:
It was reported that during a pulsed field ablation procedure, during the transfer from the left superior pulmonary vein to the right superior pulmonary vein, imaging showed the vascular guidewire visually located within the mediastinum rather than outside the cardiac silhouette as is usually the case. The vascular guidewire appeared to have exited the left atrium, with left atrial perforation and perforation of the superior aspect of the right superior pulmonary vein, with associated blood loss, hypotension, and tachycardia. Pericardiocentesis and opening of a pericardial window were performed, and the cardiac ablation procedure was aborted after transseptal device usage, although some ablation was possible during the procedure. The event extended hospitalization, and the patient was reported alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.